Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the ins battery was not in a new condition. Analysis of the extension, (B)(4), found no significant anomaly. It was noted that the extension body was cut through and the product was segmented. Analysis of the extension, (B)(4), found no significant anomaly. It was noted that the proximal end connector was pulled out or off.

Manufacturer narrative:
Concomitant: product ID 389033, lot# j0455084v, product type lead; product ID 748910, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type extension; product ID 3487a-33, lot# j0504298v, product type lead; product ID 748910, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type extension; product ID 748910, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748910, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748910, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type extension. (B)(4). Analysis results were no available as of the date of this report, a supplemental report will be filed when the results are available.

Event description:
It was reported that the there was no alleged product issue with the leads and one of the extensions. It was noted that impedance testing, x-rays and reprogramming was performed. It was noted that the portion of the extension that was connected to the implantable neurostimulator was fractured at the time of the explant. It was noted that the extension connection to the ins was fractured as seen at explant. It was noted that the patient started to experience a loss of therapy. It was noted that the results of the impedance testing were unknown. It was noted that this was obviously a case that happened years ago, however, the patient was considering another stimulator implant, but wanted to know if there was something wrong with the explanted unit. It was noted that the patient had pain and less than 50% therapy relief at the device pocket and the lead/extension connection location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.